Manufacturer narrative:
The insulin pump had unresponsive button due to flattened dome on act button and moisture damage on the down arrow keypad trace. Analysis inspected the insulin pump and no trace of moisture damage found on the electronic/motor assembly. No frozen display noted during testing. The insulin pump had scratched on display window noted during testing. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 112 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.